Event description:
During tha on (B)(6), the surgeon was not able to fix the cup in question. By x-ray photos, the pelvis turned out to be broken. The surgeon inserted a cement cup instead. The complainant requested the investigation of the dimensions of the product in question. The surgery was completed with a thirty-minute delay. The patient is now under observation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the returned device finds nothing outward to suggest product problem. Review of device history records finds the device met its dimensional specifications and no related manufacturing deviations or anomalies were found that would have contributed to the reported event. A search of the complaints databases identified no other reports. No medical records or patient x-rays were made available to examine or review. The investigation can draw no conclusions with the information made available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.